Manufacturer narrative:
On (B)(6) 2022, additional information related to the reported event was obtained. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reset the instrument and arm drape before making the decision to discontinue using the instrument. Additional/updated information can be found in the following fields a2, a3, a5, a6, b7, g3, g6, h2, h6, and h10.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint "instrument moved with unintuitive motion¿. The cadiere forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No non-intuitive motion was observed during in-house testing. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
An isi has requested the cadiere forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the cadiere forceps instrument (part number 420049-12/ lot number n10200217-672) associated with this event has been performed. Per logs, the cadiere forceps instrument was last used in a procedure on (B)(6)2022 on system sh1920. The alleged instrument had 8 uses remaining after the last procedural usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the cadiere forceps instrument moved with unintuitive motion. An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the cadiere forceps instrument had non-intuitive motion approximately after 10 minutes into the procedure. When the instrument roll movement was initiated, the wrist was moving. When the cadiere forceps instrument was inspected, there were no distinguishable marks or damage to the instrument and using the input disk to manipulate the instrument would not seem to be any rare movements. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.